Event description:
During a pci treatment procedure, the platinum plus guidewire was difficult to remove from the pt. Approximately one centimeter of the distal portion of the wire tip fractured and was left in te pt. The pt was asymptomatic during this event. The lesion being treated was a 95% stenotic lesion in a tortuous superficial femoral artery. The physician used a 5 french introducer sheath for vascular access. After the platinum plus guidewire was removed, another guidewire was placed to successfully complete the procedure. No attempts were made to retrieve the fractured tip due to its small size.